Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 16-may-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2,000 mcg/ml 881.5 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the patient displayed symptoms of intermittent withdrawals over a period of time. A catheter dye study was done and found to be normal. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The catheter was replaced (B)(6) 2018. The physician marked an area of concern. The product will be returned to the manufacturer. Patient status was alive - with injury; clarified as surgery for a catheter revision. The issue was resolved. Patient weight (B)(6) kg. Medical history was asked but unknown. No further complications were reported.